Event description:
It was reported that a patient had a lumpectomy, sentinel node biopsy, and biozorb placement in (B)(6) 2017. The patient underwent treatment with hypofractionated radiation for 3 weeks. On an unknown date, the patient presented with breast swelling, redness, and pain. Fluid was aspirated and grew staph 3+ and the patient was started on augmeting and septra but was changed to augmentin and keflex due to an allergic reaction. The breast was re-examined with no signs of infection. On (B)(6) 2018, the patient reported that after getting a massage the day prior her breast became enlarged, red, and tender. Fluid was again drained which came back as staph caphrae and antibiotics were continued. This bacteria is associated with prosthetic devices and the patient has a prosthestic knee and hip. The patient also has an auto immune disorder, acquired von willebrand's syndrome, that is treated with interferon and jakafi. It was recommended to have the biozorb device removed due to the patient's immunocompromised status and prosthetics so no additional foreign body would be present. The patient was seen on (B)(6) 2018 with no evidence of infection and the patient chose to continue without removal of the biozorb. The plan was to continue monitoring at that time.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.